Event description:
Pt had been cannulated in the right internal jugular for vv ECMO approximately 30 minutes prior, when the ECMO began to alarm. The bedside rn notes the ECMO read 0/1pm flow and 0 rpm when it began alarming. During this time, the pt's systolic bp began dropping to 40-50s. As a result, the pt received epinephrine IV. The ECMO circuit was exchanged. The pt never lost a pulse and had to be stabilized with epinephrine and vasopressin while equipment issue was addressed/corrected. Pt survived this event. The ECMO machine was tested following this event by the manufacturer followed by (B)(6) professionals. The results of testing, as reported by the manufacturer's representative were: "customer had reported event had taken place (B)(6) 2016 at around 1630. Service arrived on site and obtained log files and provided to clinical rep. Performed functional and safety testing to factory specification. All tests ok." Because of this, it is felt that the consumables may have been an issue.